Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The battery life had decreased by 3 years in 2 years and 2 years in 1 year. Moreover, the patient's device was subject to premature battery depletion; therefore, an analysis was requested for precaution purposes. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device did not exhibit any malfunctions as engineering confirmed that the battery was depleting as expected. This event is no longer a reportable complaint.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The battery life had decreased by 3 years in 2 years and 2 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting as expected as well as that the device showed normal battery consumption. The device remains in service. No adverse patient effects were reported.